Event description:
It was reported that the device ruptured and detached. The distal part of the balloon remained in the patient at the superficial femoral artery. There was no harm to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record was reviewed for the device and no anomalies were noted. A root cause could not be definitively identified. The IFU states: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potentially inability to withdraw the catheter through the introducer sheath.